Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The coil detached during removal. The patient underwent coiling treatment for a small unruptured saccular right superior cerebella artery aneurysm, measuring 7mmx3mm. The vessel observed minimal tortuous. It was reported that the physician was using an axium prime 6x15 3d to frame a sca aneurysm with the sca arising from the base of the aneurysm. When he was satisfied with the position of the coil he attempted to detach it with an instant detacher. When he pulled the pusher wire it could be seen that the coil was still attached. He repeated the attempt with the same result. He then broke the hypotube and pulled the release filament in order to manually release the coil. Again the coil came back when the pusher was pulled back. He pushed the coil so that it was at least 5mm outside of the micro catheter but still the coil remained attached. He then made the decision to remove the coil. After approximately 2cm of the coil was removed into the micro catheter it finally detached. He was able to push the proximal end of the coil out with the pusher and the position of the coil was still good. The physician then switched to microvention hyper soft helical coils to finish coiling the aneurysm. There were not any patient symptoms or complications associated with this event. Instant detacher was discarded.